Event description:
As it was reported by the legal department via email: during a catheterization, the catheter broke inside this male patient.

Manufacturer narrative:
Information provided by the legal department indicated that an unknown catheter/wire broke during a catheterization and remains in the patient's leg. The document references an unnamed cordis catheter, there is no other information regarding the procedure or the patient. The sterile lot number for the device is unknown therefore a device history report could not be performed. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is nothing in the information provided to indicate that there is a design or manufacturing related issue therefore no action will be taken. If additional procedural and patient information becomes available the information will be revisited and supplemental medwatch reports will be completed with all relevant information.